Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located within the moderately tortuous and mildly calcified av shunt. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation, the balloon was ruptured before the nominal burst pressure was reached. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located within the moderately tortuous and mildly calcified av shunt. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation, the balloon was ruptured before the nominal burst pressure was reached. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Investigation results: device evaluated by MFR: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal from the proximal markerband, which confirms the event. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the balloon- material rupture is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.